Event description:
It was reported that this right ventricular (rv) lead exhibited lead fracture during clinic interrogation and the physician observed an alert message. This rv lead remains in service. No adverse patient effects were reported. A scheduled replacement was planned. Furthermore, the patient was in stable condition. Due to the limited information received, further follow-up to obtain related details was not possible.